Manufacturer narrative:
(B)(6). The lot was manufactured july 20, 2019 - july 23, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the dot of the letter "I" in the word "mexico". This occurred prior to patient use. There was no patient involvement. No additional information is available.